Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was unable to be interrogated. Subsequently, the patient presented two days after to the hospital with a hear rate in the 30s where it was decided to explant and replaced the device. At this time, the issue with the device related to the low hear rate could not be determined. This product has not been returned for analysis. No additional adverse patient effects were reported.